Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) to enable a feature on this implantable cardioverter defibrillator (ICD). Ts reviewed the device data and assisted the hcp, noting that some reprogramming actions had already been performed. The physician reported that one inappropriate anti-tachycardia pacing (atp) burst and one inappropriate shock had been delivered. Ts provided additional recommendations. No adverse patient effects were reported. This ICD remains in service.